Event description:
It was reported that the burr became stuck in the lesion. The severely stenosed target lesion was located in the severely calcified mid right coronary artery (rca). A 1.25mm rotalink burr was selected for use. During the procedure, the burr became stuck in the lesion. The device was removed from the patient by attempting to withdraw the rotawire and rotalink burr together, without any additional intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1 - (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the handshake connection was bent. It was considered likely that the reported events were attributable to the damaged handshake connection as damage to the handshake connection can result in device rotation issues and could lead to the device becoming stuck within the lesion. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck in the lesion. The severely stenosed target lesion was located in the severely calcified mid right coronary artery (rca). A 1.25 mm rotalink burr was selected for use. During the procedure, the burr became stuck in the lesion. The device was removed from the patient by attempting to withdraw the rotawire and rotalink burr together, without any additional intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).